Event description:
It was reported that the patient experienced dissatisfaction on how rigid the device is when flaccid with a spectra penile prosthesis (spp). The spp still remains implanted and active. Further information was requested and not yet received. Should additional relevant details become available, a supplemental report will be submitted.